Event description:
It was reported that the device was double beeping without cassette attached. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 5/9/2024. One device was returned for evaluation. Visual inspection revealed damaged rear housing, worn upstream occlusion (uso) seal, and worn downstream occlusion (dso) nub. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.